Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was a confirmed overdischarge on their ins. When asked how long it had been since they felt the stimulation and/or successfully recharged the patient responded 6 months. The patient noted that the od possibly occurred in (B)(6) 2015 and they did not charge after that. They could not turn on the stimulation ¿without¿ the remote. It was reviewed with the patient that they could use the recharger to turn the stimulation on/off. The patient was going to contact their primary care physician (pcp) for a replacement remote and to arrange to meet with the manufacturer¿s representative to check the device. The patient did not have a managing healthcare professional (hcp) for the device but was working with the pcp to find one.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v809649, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v809649, implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulator stopped helping with the patient's pain and it wasn't stimulating like it used to. This occurred in (B)(6) 2015. On (B)(6) 2015, the patient went to have a deep massage and ever since then she had been having pain in her tailbone (her stimulator was implanted for the tailbone). The patient went to the emergency room, and got a shot and pills for her pain. The patient went on to state that it had been very difficult for her to maintain the device, and a battle trying to find a doctor. The patient had been trying to charge while looking for a new doctor after a move. The last time she had successfully charged was about 3 weeks prior. The recharger did not connect to the stimulator any longer, and an overdischarge (od) was suspected. The patient had lost her programmer, so it could not be used to interrogate the device. Physician listings were provided to the patient. Additional information about further troubleshooting and outcome were requested. If received, a follow up report will be sent.